Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to partial white display. Unable to verify blank display anomalies due to partial white display. Device received with corroded motor home switch and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 190 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.